Event description:
During use of the device for a surgical procedure, the user observed an e0d alarm on both channels of the device. The unit was not changed out and the user reported the surgical procedure was completed successfully. There was no adverse consequence to the pt as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.